Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure alarm occurred toward the end of a routine hemodialysis treatment. Partial rinseback was completed due to clotting of the circuit, resulting in an estimated blood loss of 50cc. The pt's routine heparin dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributes the alarm to positioning of the pt's catheter and subsequent clotting of the extracorporeal blood circuit. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.